Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels. Bg level was 30 mg/dl at the lowest. Cause of low bg was unknown. Reportedly, customer's mother carried the customer and obtained soda to treat bg. Multiple contact attempts were made by tandem technical support to instruct the customer to upload pump data for analysis; however, the customer did not upload data and did not respond.